Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no picture with shaking, power unit malfunction, video connector malfunction. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: after the device was inspected by the repair department, the phenomenon indicated by the customer was reproduced. It is presumed that the phenomenon is caused by the power unit malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: facility address: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video processor experienced an error e105 issue during an examination procedure (therapeutic treatment with enf-vt3). The procedure was completing using the same device. There were no reports of patient harm.